Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that one of the last run number 3533 on may 10, the motion data became sporadically unstable in the pcr area, indicating an issue with an actuator or external particles changes in the motion calibration data after run number 3540 support this conclusion. The abnormal actuator movements led to disturbances in the photometer signal as the liquid transfers were not perfectly done. In the dataset of 126 run logs, 2 results were potentially discrepant. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas liat system. A customer from the united states alleged that they received 2 potential false positive results tested using the cobas® sars-cov-2/influenza a/b assay and analyzed on the cobas liat system. The customer reported that on (B)(6) 2021 they received a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample and a sars-cov-2 positive, influenza a negative, influenza b negative result for a second patient¿s sample. Patient sample was collected using nasopharyngeal swab and nasal swab and saline. There was no allegation of harm to the patients. Two (2) mdrs will be filed, one for each patient, as per FDA guidance.